Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 550 mg/dl and boluses were delivered to address bg. Ketone level was large. Customer did not know cause of elevated bg; however, pain due to a foreign object in their foot may have been a contributing factor. Customer went to the emergency room (ER). Insulin injections and an injection of morphine for foot pain were administered. After approximately 10 hours, customer left the ER feeling better. Bg was 119 mg/dl. Reportedly, customer resumed pump therapy and discussed the event with their healthcare provider.